Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to a damaged connector and a bent pin-2, causing the battery to not contact the monitor. The root cause for the damaged connector was physical abuse. There was no adverse event that resulted from the damaged battery.